Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during open reduction internal fixation (orif) lt distal tibia fracture the surgeon remarked 3.5 locking screw 42mm and 3.5 locking screw 44mm would not lock into medial distal tibia plate. The surgeon left all three implants in the patient. There was a surgical delay of ten minutes. The patient outcome was good. This complaint involves three (3) devices. This report is for (1) 3.5mm locking screw slf-tpng with stardrive recess 44mm. This is report 3 of 3 for (B)(4).